Event description:
Overdelivery reported: according to the user facility report source, the fluid container emptied sooner than anticipated. No info was available about the infusate or prescription. There was no pt harm reported. The report source states that she believes "the fluid container contained less volume than stated when dispensed from pharmacy". Though requested, this is all the info that was available.